Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115 mg/dl to 120 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. Customer stated that, the sensor was 3 days old and got 2-calibration errors and change sensor. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 68 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.